Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug (unknown concentration and dose) in an implantable pump for an unknown indication for use. A motor stall occurred on (B)(6) 2017 with no recovery recorded. There were no symptoms reported. It was recommended to explant the pump as soon as possible to ensure therapy continuation. No further complications were reported.

Manufacturer narrative:
(B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the representative who indicated that motor stall did not recover. Troubleshooting, actions, and interventions included an unsuccessful update with the n-vision. The patient has the return of pain and withdrawal symptoms. The pump was explanted on (B)(6) 2017 and replaced. As reported, the explanted pump would not be returned. The reason was no provided. No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient¿s gender, weight, age, and medical history remained confidential. The pump was not returned because it was lost.